Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position from this lot. The reported patient effect of dissection is known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a mid left anterior descending (lad) coronary artery stenting procedure, after implantation of a 2.5x15mm xience xpedition stent, a distal edge dissection was noted. Two nc treks were unable to cross the implanted stent. A buddy wire was placed through the implanted stent and a second unplanned 2.5x8mm xience xpedition stent was implanted distal, to treat the dissection. The dissection resolved without sequela. Post procedure, the patient also experienced elevated creatinine kinase-myocardial band (ck-mb), less than two times the normal upper limit, an improvement from the pre-procedure elevated enzymes. There was no reported treatment and the patient was discharged the following day. There was no additional information provided.